Manufacturer narrative:
This supplemental report is submitting to correct "device product code" of d2.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the test result indicated no microbial growth for the subject device. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device tested positive for actinomyces oris (10cfu/100ml) and pseudomonas putida.(5cfu/100ml) during a routine surveillance culturing test at the facility. It was reported that the user facility had cleaned the subject device using a olympus cleaning brush and manually disinfected the subject device with peracetic acid. In addition, the facility reported that accessories were attached to the subject device during storage after the reprocessing. There was no report of patient infection associated with the event.